Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through steps involving disconnecting tubing, tightening connections, and attempting boluses to resolve recurring occlusion alarms. Customer was advised to replace supplies as necessary and resume insulin therapy.